Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 215 mg/dl. Customer's mother mentioned the reservoir had leaked insulin inside the device. There was moisture in the device and it smelled like insulin. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.